Event description:
It was reported that during a procedure the tip of the device broke off. No adverse consequences or medical interventions were reported with this event.

Event description:
It was reported that during a procedure the tip of the device broke off. No adverse consequences or medical interventions were reported with this event.